Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set leaked. This occurred during patient infusion of peritoneal dialysis therapy. The patient had put tape around where the tubing connects to the clamp. The patient was given prophylactic antibiotics as precautionary measure and the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.